Manufacturer narrative:
Six (6)cm in length of fractured part of the stent was returned to us. It seemed that stent was fractured on the 6cm apart from distal part of the stent. Pyloric structure where stent was implanted is curvy. Stent could be more pressured due to patient's pyloric stenosis. It is, however, impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure and post-procedure. It is regarded that stent fractured by patient's lesion and peristalsis of organs. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016: dct2010bp was applied to pyloric stenosis caused by stomach cancer. On (B)(6) 2016: patient reported uncomfortable feeling. CT scan confirmed sent fracture. On the same date, fractured part was retrieved. On (B)(6) 2016: due to re-stenosis, stent (non niti-s) was newly implanted. Patient's status: now recovered. Retrieved stent fractured part was about 5-6cm in length. It was fractured nearly in the middle, where it was placed inside the stomach.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On 2016.01.06: dct2010bp was applied to pyloric stenosis caused by stomach cancer. On 2016.02.26: patient reported uncomfortable feeling. CT scan confirmed sent fracture. On the same date, fractured part was retrieved. On 2016.03.02: due to re-stenosis, stent (non niti-s) was newly implanted. Patient's status: now recovered. Retrieved stent fractured part was about 5-6cm in length. It was fractured nearly in the middle, where it was placed inside the stomach.